Event description:
The customer reported a low contrast resolution problem. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted focus and made other image quality adjustments. System operates as intended. (B) (4).